Event description:
It was reported that the device would not operate on ac power. There was no pt involved with the reported incidents.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the reported event was a damaged ac line filter.